Event description:
This is three of three similar incidents reported by the same facility. User facility reports a cracked avf luer connector found at initiation of treatment. Due to potential for contamination the extracorporeal circuit was discarded resulting in ebl - 250 cc. No pt injury or need for medical intervention is reported.